Event description:
It was reported that a high impedance remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) system, indicating that the shock impedance measurements were elevated and out-of-range (greater than 400 ohms). Boston scientific technical services (ts) was contacted and recommended performing a thorough system integrity evaluation, with provocative maneuvers, isometrics, and manipulations to exclude a potential electrode fracture. Additionally, ts noted that there was evidence of artifacts in the provided device data. At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and h6 (device codes). This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in section h6 (evaluation conclusion codes).

Event description:
It was reported that a high impedance remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) system, indicating that the shock impedance measurements were elevated and out-of-range (greater than 400 ohms). Boston scientific technical services (ts) was contacted and recommended performing a thorough system integrity evaluation, with provocative maneuvers, isometrics, and manipulations to exclude a potential electrode fracture. Additionally, ts noted that there was evidence of artifacts in the provided device data. Recently, the patient was evaluated in-clinic with the recommended troubleshooting options, all of which exhibited greater than 400 ohms. X-ray imaging was also undertaken. Ts was contacted again, and it was discussed that the images provided show evidence of electrode under-insertion within the device header. The noisy signals observed were also consistent with under-insertion. Recommendations were provided during the revision procedure to verify and ensure appropriate system connection. It was noted that the procedure has been delayed to an unspecified date, and the patient is currently at home with remote monitoring. New information has been received that the physician recently performed surgical intervention. The electrode was disconnected and re-connected to the device to resolve the event, after which the impedance values were normal. At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and h6 (device codes). This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that a high impedance remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) system, indicating that the shock impedance measurements were elevated and out-of-range (greater than 400 ohms). Boston scientific technical services (ts) was contacted and recommended performing a thorough system integrity evaluation, with provocative maneuvers, isometrics, and manipulations to exclude a potential electrode fracture. Additionally, ts noted that there was evidence of artifacts in the provided device data. Recently, the patient was evaluated in-clinic with the recommended troubleshooting options, all of which exhibited greater than 400 ohms. X-ray imaging was also undertaken. Ts was contacted again, and it was discussed that the images provided show evidence of electrode under-insertion within the device header. The noisy signals observed were also consistent with under-insertion. Recommendations were provided during the revision procedure to verify and ensure appropriate system connection. It was noted that the procedure has been delayed to an unspecified date, and the patient is currently at home with remote monitoring. At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and h6 (device codes).

Event description:
It was reported that a high impedance remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) system, indicating that the shock impedance measurements were elevated and out-of-range (greater than 400 ohms). Boston scientific technical services (ts) was contacted and recommended performing a thorough system integrity evaluation, with provocative maneuvers, isometrics, and manipulations to exclude a potential electrode fracture. Additionally, ts noted that there was evidence of artifacts in the provided device data. Recently, the patient was evaluated in-clinic with the recommended troubleshooting options, all of which exhibited greater than 400 ohms. X-ray imaging was also undertaken. Ts was contacted again, and it was discussed that the images provided show evidence of electrode under-insertion within the device header. The noisy signals observed were also consistent with under-insertion. Recommendations were provided during the revision procedure to verify and ensure appropriate system connection. It was noted that the procedure has been delayed to an unspecified date. At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and h6 (device codes). This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that a high impedance remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) system, indicating that the shock impedance measurements were elevated and out-of-range (greater than 400 ohms). Boston scientific technical services (ts) was contacted and recommended performing a thorough system integrity evaluation, with provocative maneuvers, isometrics, and manipulations to exclude a potential electrode fracture. Additionally, ts noted that there was evidence of artifacts in the provided device data. Recently, the patient was evaluated in-clinic with the recommended troubleshooting options, all of which exhibited greater than 400 ohms. X-ray imaging was also undertaken. Ts was contacted again, and it was discussed that the images provided show evidence of electrode under-insertion within the device header. The noisy signals observed were also consistent with under-insertion. Recommendations were provided during the revision procedure to verify and ensure appropriate system connection. It was noted that the procedure has been delayed to an unspecified date, and the patient is currently at home with remote monitoring. New information has been received that the physician recently performed surgical intervention. The electrode was disconnected and re-connected to the device to resolve the event, after which the impedance values were normal. At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.